Event description:
The customer reported that insulin was leaking past the o-rings. The customer stated that she woke up with high blood glucose of 390mg/dl, and she has treated with manual daily injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.